Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. There was a concern the lead had dislodged. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.